Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose value. Customer changed pump supplies and resumed insulin delivery. Multiple attempts were made by tandem clinical support to follow-up with the customer on the reported issue, but no response was received.